Event description:
The customer reported that when an attempt is made to place the alarm on hold the alarm continuously sounds. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned product found the alarm powers up but does not sound when pressure is removed from the pad or when the magnet is removed from the magnet plate. A single beep sounds about every 10 seconds which is not the normal alarm tone or low battery indicator. The nurse call light does not come on. The hold button and control buttons are not working. The battery springs are bent inside the battery compartment. (B)(4).